Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she thinks a doctor change her settings on the insulin pump and now it is not working right. Customer reviewed each bolus wizard setting and discovered that it is working correctly and has the settings that she needs. Customer mentioned that her blood glucose was very high this morning and was over 600 mg/dl. Customer declined troubleshooting for the high blood glucose.